Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose had been around 300 mg/dl around for the past few days. The customer's blood glucose was 150 mg/dl at the time of the call. It was found the customer did not have any symptoms of high blood glucose. Troubleshooting for the customer's insulin pump found insulin was able to exit from the tubing and there was no leaks present. The customer's alarm history also showed the customer received a off no power alarm, an unexpected restart alarm, and a battery out limit alarm. The customer also reported there was a crack present at their battery compartment. Customer was advised their high blood glucose was probably caused by air bubbles in their reservoir. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self-test. No unexpected of no power alarms or no delivery alarm was noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system test and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.